Event description:
Patient was revised to address recurrent dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address recurrent dislocation. Patient's records were received. After review it was discovered that the patient was revised prior to the revision reported to us from the sales representative. Doi: (B)(6) 1996 - dor: (B)(6) 2000 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Patient records were provided and also x-rays associated with a later revision for this patient. The patient is noted to be obese. Acetabular cup abduction angle appears more vertical than recommended. The investigation could not draw any definitive conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.